Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer:(B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The blood pump that is the subject of this report (s/n (B)(4)) was returned and evaluated by the manufacturer of the pump. On visual inspection, the pump shows padding between the membrane layers, which indicates a defect of the air-side layer of the triple layer membrane. Additionally, dried fluid spots were found on the air-side layer in the air chamber. Further on, deep incisions were detected on the radius of the stabilization ring in radial direction, which indicates that crystalline particles had migrated between membrane and stabilization ring. Further evaluation of the disassembled pump revealed a hole in the air side layer of the triple layer membrane, at the edge of the stabilization ring. The crystalline particles in the pump were analyzed and determined to contain sodium chloride salts. No sodium chloride or salt was used during production of the pumps, therefore it appears that inadvertently the sodium chloride solution used to prime the pump may have got into the air chamber. This sodium chloride solution may have dried and crystallized particles settled between the stabilization ring and the air side layer of the membrane. These crystalline particles between the stabilization ring and the membrane may have led increased friction between membrane and the stabilization ring which finally led the defect in the air side layer of the membrane. When the defect occurred air was able to move between the driving and middle membranes and form an air cushion which prevented the blood pump from completely emptying.

Manufacturer narrative:
Per FDA instruction, resubmitting emdr. This MDR was previously submitted on january 6, 2016 with all three acknowledgements(receipt or mdn, cdrh receipt, status of emdr stating pass) received by january 6, 2016, however emdr went to pre-production account inadvertently. Exemption number: e2013009. Berlin heart inc. (Importer) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2015 (91 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The device was not yet returned to the manufacturer for analysis.

Event description:
The site informed the manufacturer, that diminished performance of an excor blood pump was observed in a patient supported in lvad configuration. The site provided the manufacturer with pictures and a video. On basis of the video a defect of the membrane of the excor blood pump was suspected and the site was advised by the manufacturer to exchange the excor blood pump. The excor blood pump in question was exchanged by trained staff at the clinic. The patient tolerated the exchange well and did not experience any untoward effects.